Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced under-infusions on patients. This occurred with unspecified drugs, rates and volumes. It was unknown what care area these events occurred in. Customer tested using a 250ml ns bag programmed. Pump stated 251ml was given but there was at least 40ml of fluid left in bag. There was no known patient injury or medical intervention associated with this event. No additional information is available.